Manufacturer narrative:
Plant investigation: as the device was not returned to date to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered in the pump module area and was coming out of the cassette door. The patient did not see a hole anywhere on the cassette or bags. Fluid was not discovered on the external of the cassette or on back of cassette. The patient was connected during the incident. No air bubbles were found during setup. The patient received m31 air detected in cassette warning alarms during fill1 of 5 of treatment. The patient was advised due discontinue use of the cycler and the cycler was replaced. There was no patient injury noted. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd). Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarm. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their treatment pending delivery of the replacement cycler. The pdrn confirmed the cycler set (cassette) used was available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered in the pump module area and was coming out of the cassette door. The patient did not see a hole anywhere on the cassette or bags. Fluid was not discovered on the external of the cassette or on back of cassette. The patient was connected during the incident. No air bubbles were found during setup. The patient received m31 air detected in cassette warning alarms during fill1 of 5 of treatment. The patient was advised due discontinue use of the cycler and the cycler was replaced. There was no patient injury noted. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd). Upon follow up, the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the fluid leak was noted during step 9 of treatment as treatment was cancelled and following the reported cycler alarm. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their treatment pending delivery of the replacement cycler. The pdrn confirmed the cycler set (cassette) used was available to be returned for investigation.